Manufacturer narrative:
H11 updated: the customer reported that mosaiq crashed. The investigation was completed by conducting a thorough evaluation of the product and the reported information. On (B)(6) 2025, the customer sent treatment fields to the machine. The dicom beam records show that the fields were treated in full, yet mosaiq did not record them. The audit log does not show any errors, only a time break after the beam records were received. This log entry is consistent with mosaiq being restarted. The log also shows that once mosaiq had restarted, it prompted a window message to the user telling them to check the treatment session and to manually record the treatment fields if necessary. The customer did manually record the fields. Mosaiq did not have any malfunction and is working as designed and intended. Based on the available information, there was no patient mistreatment.

Manufacturer narrative:
H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. H11: the manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that mosaiq crashed.